Event description:
In 2003 a gore excluder bifurcated endoprosthesis was implanted to repair an infrarenal aortic aneurysm. Over the course of three years, CT scans indicated that the aneurysmal sac had increased more than one centimeter in diameter. Because the CT scans did not reveal the presence of an endoleak, the physician concluded that the aneurysm sac enlargement was due to graft porosity. In 2006 the physician implanted an aortic extender component and a contralateral leg component to reline the previously implanted graft. The patient tolerated the procedure.

Manufacturer narrative:
H3: the device remains functioning in the patient. Please note: this patient was implanted with two devices. This medwatch is for the gore excluder bifurcated endoprosthesis trunk-ipsilateral leg component. This medwatch is associated with medwatch 2953161-2006-00059.